Event description:
It was reported that the patient had their ipg replaced on (B)(6) 2026 for an unknown reason.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
Additional information indicates the ipg exceeds 75% of its expected longevity. There is no device malfunction; therefore, this device is no longer considered reportable.

Manufacturer narrative:
Additional information indicates the ipg exceeds 75% of its expected longevity. There is no device malfunction; therefore, this device is no longer considered reportable.